Event description:
Complainant alleged that the medics were attending a 70 yrs old male pt who was in full arrest. The medics paced the pt, but were unable to gain capture of the pt's heart rhythm. They then switched the device to monitor, while keeping it in manual mode, and began to monitor the pt's heart rhythm. At this point, the device began to charge on its own. The medics then turned the device off/on and monitored the pt. The medics then turned the device to defibrillation mode and administered two 200 joule shocks to the pt. The device was then turned back to monitor and the clinicians began to monitor the pt's heart rhythm, but again the device began to charge without being set to defibrillation mode. The medics then obtained another device to treat the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.